Event description:
It was reported that the customer feels that their insulin pump is not delivering insulin when the reservoir gets low. The customer also mentioned air bubbles in their reservoir. Troubleshooting occured. The customer requested a replacement insulin pump. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.